Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer was hospitalized due to high blood glucose of 500 mg/dl. Customer's mother stated customer was experiencing high blood glucose for three days and has been treating with manual injections. Symptoms were vomiting, abdominal pain, and ketones. The drive support disk was normal. No air bubbles or leaks noted. Customer's mother did a manual prime in the air and insulin did exit. Customer's mother performed high pressure tested, the device passed. Customer's mother was advised to change entire set, cannula was not bent. No further info reported.